Event description:
The customer tested his blood glucose and received a reading of 38 mg/dl. He retested and received a reading of 358 mg/dl. The customer stated that he took 200 units of insulin based on the high reading. After taking insulin, the customer lost consciousness as a result of low blood glucose. The customer did not mention if he required any type of treatment, while attempting to get more info, the customer stated that he had been using expired test strips. He declined to troubleshoot or provide any more info and ended the call.

Manufacturer narrative:
The customer did not provide a meter serial number or a reagent lot number. It's not possible to determine a manufacture date without that info.